Event description:
The locking mechanism on the 6mm medial poly insert was damaged during insertion. The 8mm medial poly insert was implanted.

Manufacturer narrative:
The locking mechanism on the 6mm poly insert was damaged during insertion. The 8mm medial poly insert was implanted. Review of the device history record indicates that the device was manufactured to specification.